Event description:
It was reported that approximately 10 years post vena cava filter deployment, a detached limb was identified in the right ventricle of the heart. The vena cava filter was retrieved percutaneously. Open-heart surgery was performed to successfully remove the detached limb from the right ventricle. The patient status at this time is unknown.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based on the available information, the root cause is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.